Event description:
Additional information was received from a foreign healthcare provider via a distributor on 2024-jul-22. It was clarified that the catheter was explanted on (B)(6) 2024 (not (B)(6) 2024) and the pump remained implanted and still in use. It was unknown if there was a suspected device/therapy issue with the pump. The catheter was discarded by the healthcare provider.

Manufacturer narrative:
Continuation of d10 - correction: product ID 8781, lot# serial#(B)(6), implanted: (B)(6) 2024 explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg7jap704 serial# implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6) 2024, ubd: 04-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer regarding a patient receiving gabalon (0.05%) at a dose rate of (B)(4) x g/day via implanted infusion pump for cervical vertebra injury. It was reported that at the end of may catheter abnormality was suspected due to abnormal variability rate during pump refill (variation rate (B)(4)). The date 2024-may-01 is an approximate date of event (specific month and year known only). A pump operability test and rotor test were performed. On (B)(6) 2024, when the catheter was replaced, the angle of the anchor was changed regarding the tip having lifted and the catheter was kinked. This was thought to be causing the catheter to be less passable. No other factors were observed. It was believed that the patient was moving relatively early, regardless of medication, pump, or catheter, and that the anchor tip was raised with the movement. Regarding causality of the catheter passage having been decreased, the issue was unrelated to drug, pump, catheter, programming, and procedure. The pump and catheter were explanted/replaced. The outcome of the event was recovered as of 2024-jun-24.

Manufacturer narrative:
B5 correction: the initial report indicated "(0.05%)" regarding gabalon. The b5 description has since been updated to remove "(0.05%)". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer regarding a patient receiving gabalon at a dose rate of 475.2 x ¿g/day via implanted infusion pump for cervical vertebra injury. It was reported that at the end of may catheter abnormality was suspected due to abnormal variability rate during pump refill (variation rate 38.9%). The date 2024-may-01 is an approximate date of event (specific month and year known only). A pump operability test and rotor test were performed. On (B)(6) 2024, when the catheter was replaced, the angle of the anchor was changed regarding the tip having lifted and the catheter was kinked. This was thought to be causing the catheter to be less passable. No other factors were observed. It was believed that the patient was moving relatively early, regardless of medication, pump, or catheter, and that the anchor tip was raised with the movement. Rega rding causality of the catheter passage having been decreased, the issue was unrelated to drug, pump, catheter, programming, and procedure. The pump and catheter were explanted/replaced. The outcome of the event was recovered as of (B)(6) 2024.